Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, no pericardial effusion was noted. The left atrial pressure was 18 mmhg, and the patient was in sinus rhythm. The patient's activated clotting time level was 197 seconds, so additional heparin was administered. During deployment of the device, a pericardial effusion began to form in the anterior portion of the pericardium. There were no partial or complete recaptures of the device and no report of any difficulty implanting or multiple manipulations during deployment. There were not multiple wire or delivery exchanges during the procedure. The device was successfully implanted. The decision was made to perform a pericardiocentesis and 135ml of fluid was drained/evacuated. At the end of the procedure, the patient was administered protamine to reverse heparin. The patient status was reported as stable. On (B)(6) 2023, the patient had a stroke. The physician believed that the cause of the stroke was related to the procedure. There was no thrombus noted during the procedure. The duration of symptoms from the stroke were unknown. The patient was hospitalized for 3 days.

Manufacturer narrative:
An event of stroke/cva and pericardial effusion were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported pericardial effusion could not be conclusively determined. The reported stroke/cva appears to be related to procedural condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. Prior to procedure, no pericardial effusion was noted. The left atrial pressure was 18 mmhg, and the patient was in sinus rhythm. The patient's activated clotting time level was 197 seconds, so additional heparin was administered. During deployment of the device, a pericardial effusion began to form in the anterior portion of the pericardium. There were no partial or complete recaptures of the device and no report of any difficulty implanting or multiple manipulations during deployment. There were not multiple wire or delivery exchanges during the procedure. The device was successfully implanted. The decision was made to perform a pericardiocentesis and 135ml of fluid was drained/evacuated. At the end of the procedure, the patient was administered protamine to reverse heparin. The patient status was reported as stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na